Event description:
This case was initially received via regulatory authority (reference number: mw5038615) on (B)(6) 2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, almost like period cramps but worse') and genital haemorrhage ('I bleed heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced amenorrhoea ("had a period the same day as procedure and did not have another period until (unreadable date)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("fluttering in stomach"), chest pain ("pain in chest that radiates into back") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain (30 pounds in 6 months) / started exercising and has not lost, but gained weight in her mid-section"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal discomfort, amenorrhoea, weight increased, chest pain and ovarian cyst outcome was unknown. The reporter considered abdominal discomfort, amenorrhoea, chest pain, genital haemorrhage, ovarian cyst, pelvic pain and weight increased to be related to essure. Concerning the injury reported in this case, the following one was described in social media conforming genital bleeding, ovarian cyst. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Event ovarian cyst was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.